Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings.

Event description:
It was reported during an in-house training by the ICU educator, the cardiosave intra-aortic balloon pump (iabp) had an autofill failure while on a trainer when the start button was pressed. The educator tried multiple times but the intra-aortic balloon (iab) would not fill. A second cardiosave was tried with the same result. The iab trainer was reported to be older and used often but the educator could not rule out the iabp. The biomed technical was also on the call and requested service from getinge. It was advised the educator try another iab trainer to rule out the iabp but no other iab was available.